Event description:
It was reported that during a bipedicular implant procedure at t12, one of the spinejack implants experienced a lot of pressure due to hard bone and would not expand. Additionally, the same implant would not release from the release pin. The procedure was completed successfully as a unipedicular case with only cement injected on one side. No delay, medical intervention, or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
It was reported that during a bipedicular implant procedure at t12, one of the spinejack implants experienced a lot of pressure due to hard bone and would not expand. Additionally, the same implant would not release from the release pin. The procedure was completed successfully as a unipedicular case with only cement injected on one side. No delay, medical intervention, or adverse consequences were reported.